Event description:
It was reported that during the 12 month follow up visit for the scope superion indirect decompression system implant clinical study patient, imaging was performed and revealed the patient had a displaced or non-displaced spinous process fracture at or proximal to, the wings of the spacer implant.